Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: custom manual wheelchairs. Other, other/defective. Fork has broken off completely at wheel bushing hub. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information and actual observations of the returned product in its "as received" condition, the complaint was confirmed with respect to the alleged issue that the left caster fork had sheared off. Both sides of the fork cleanly sheared off from the wheel bushing hub portion of the fork assembly. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: custom manual wheelchairs. Other, other/defective. Fork has broken off completely at wheel bushing hub. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information and actual observations of the returned product in its "as received" condition, the complaint was confirmed with respect to the alleged issue that the left caster fork had sheared off. Both sides of the fork cleanly sheared off from the wheel bushing hub portion of the fork assembly. Mother of the enduser alleges the left castor fork has sheared off.

Manufacturer narrative:
(B)(6). Should additional information become available, a supplemental record will be filed.

Event description:
Mother of the enduser alleges the left castor fork has sheared off.